Event description:
It was reported that during a rotablator treatment procedure, complications were encountered and the pt died. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous left anterior descending coronary artery. The physician used an 8f cordis introducer sheath for vascular access and a rota floppy guide wire to cross the lesion. The rotalink burr was tested outside the pt at 100,000 rpms, and a saline drip was started. Flouroscopy was used and the rotalink plus was advanced to the target lesion when the physician got called out of the room. The rotalink plus was not turned on inside the pt. Upon returning to the room, the physician noticed blood in the sheath, so withdrew the device from the pt. After withdrawal, it was noticed that the saline drip was not infusing and it appeared to be inadequately pressurized. The saline as not haparinized, the pt was receiving reopro. The saline drip was restarted, and the pt was not receiving repro. The saline drip was restarted, the rotalink plus was flushed, and the physician was preparing to reinset the device when the pt developed chest pain. The device was not reinserted into the pt. A clot was detected in the left main coronary artery and the physician attempted to open that vessel with a 2.5x15mm maverick balloon, but was unsuccessful, the pt was taken to the operating room for coronary artery bypass surgery, which was successful. After several hours in the intensive care unit, the pt suffered a myocardial infarction and died. The cause of death was reported to be myocardial infarction.